Event description:
The surgeon implanted a lens but it tore upon insertion. The lens was removed with no pt injury or event. The facility stated that it was unknown as to why the lens tore. An mtc-60c cartridge was used but the facility was unable to provide the lot number. The facility was unable to provide the model and lot number of the injector.